Manufacturer narrative:
(B)(4).

Event description:
The customer declined to provide weight information for all svn's.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump did not always responding while first pressed and scratches on the screen make it hard to read. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had unexplained random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected missing segments/partial display anomalies noted. Device received with intermittent button response due to flattened act and up button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).